Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was pushing out of their skin since the original ins was implanted. The patient had revision surgery on friday. The patient said that they did not have an overnight stay at the hospital and that they were there for an out-patient procedure. No further complications were reported.